Event description:
It was reported that the patient began to have back problems in 2009. She presented to the surgeon who performed an MRI. The patient's pain increased, and she was tried on several medications. On (B)(6) 2010 the patient was admitted to the hospital for spinal fusion and laminectomy. In recovery, the patient reported that she could not feel her left leg and that it was numb. The patient continued to report severe pain. After a week, her husband left and had an affair. The patient become depressed and 'couldn't function.' The patient has broken her toes and stumbled several times because she doesn't 'walk right' anymore. The patient went to pain management and was put on '15mg of oxycodone, naproxen, gabapentin and robaxin.' The patient was still in pain, so the dose of oxycodone was increased to 22mg. An MRI was conducted which reportedly showed 'a disc missed that had wedged itself on my sciatic nerve.' On (B)(6) 2010 the patient underwent a second surgery to treat the numbness in the patient's leg and foot. Post-op,the patient had no relief of her symptoms. She continues to see pain management, and receives injections. Reportedly, the injections do not help. On (B)(6) 2010 the patient underwent a CT scan which found a hole in her colon. Reportedly, the physicians 'went back and forth diverticulitis or the naproxen 4x a day.' The patient underwent a surgery to correct, and 'was gutted and basically given a gastric bypass almost.' The patient reportedly underwent 'medically unnecessary, experimental' spine surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.